Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/15/2016 with the following findings: a review of the pump black box showed multiple consecutive (B)(4) alarms. During investigation, the ez-prime steps were performed correctly and the pump was exercised for 24 hours with no (B)(4) alarms occurring during testing. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board or cgm module. The complaint of (B)(4) call service alarm issue was shown in the pump history but was not able to be duplicated during investigation. Unrelated the complaint, investigation revealed that the battery compartment was cracked. The returned battery cap was able to fit securely to the pump. Also unrelated to the complaint, the audio bolus button cover and slug were found to be detached and missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.